Event description:
The customer reported that the manual control was broken which could lead to a loss of motorized motion functionality. This could result in the inability to obtain certain necessary views in a pt care setting. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.